Manufacturer narrative:
E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that error code 110b had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that error code 110b had occurred. A field service engineer (fse) then went onsite and confirmed the issue via event log "check vent: proximal pressure sensor auto-zero failed" (diagnosis code 110b) had occurred. The fse then replaced solenoid valve 3 and 4 to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed solenoids 3 and 4 were returned to the product investigation lab (pil) for failure analysis. The returned solenoids were tested, and the failure was not confirmed. Pil found no alarms. No fault-related diagnostic codes were generated during standard test bed (stb) operation. Pil concluded with a no problem or fault found related to the solenoids. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.